Event description:
The customer reported, that the ortho provue analyzer interpreted a positive dat reaction as negative. The gel card was brought to the service rack for manual review due to partially used cards. Upon visual inspection, the customer noticed a 1+ reaction in the gel card. The positive reactivity was also confirmed when the used gel card was read on the reader m. The incident occurred in 2008 and was reported to ocd on 2/1/2008. Incident appears to have occurred independent of test method. If the event were to recur with blood grouping and/or antibody screening tests, it can lead to transfusion of incompatible blood. The user detected the issue preventing erroneous results from being reported.

Manufacturer narrative:
No definitive root cause was determined for this incident. Images from the gel card were no longer available. Investigation performed by ocd second level support indicated the issue was isolated since no other false negative had occurred since the incident. Therefore, repairs were not required to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.